Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ compressed area¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter had no flow by either spontaneous retrograde flow or attempted suction through the catheter line on (B)(6) 2020 at time of pump replacement. The device diagnosis was catheter occlusion. The outcome of the event was noted as resolved on (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 8781; serial# (B)(6); implanted: (B)(6) 2014; explanted: (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant of medical products: product ID 8781, lot# / serial# (B)(4), implanted: (B)(6) 2014. Product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 09-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving gablofen (2000mcg/ml at 300mcg/day) via an implanted infusion pump the patient was also taking oral baclofen as needed and emla cream. It was reported that the patient was undergoing pump replacement for expected end of service (eos). Upon disconnecting the catheter from the pump there was no spontaneous retrograde flow of cerebrospinal fluid (csf). The hcp attempted to aspirate through the catheter access port (cap) when the explanted pump was reconnected and the flow was very sluggish. When the catheter was cut at the spinal site, spontaneous flow of csf was observed from the spinal site and the surgeon opted to replace the entire catheter. It was noted that the patient's infusion rate was started at 100mcg/day and the patient would be observed overnight at inpatient rehab. There were no environmental, external, or patient factors that may have led or contributed to the issue and no further diagnostics/troubleshooting were performed. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.